Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patent had undergone cervical-thoracic posterior fixation at c2-t5 due to cervical spondylotic myelopathy. On an unknown date, post-op, the tapered rod broke at the 3.5 mm portion where the rod diameter changes on both sides. It was planned to perform a revision surgery on (B)(6) 2019 to replace the rod with double rod and to perform rod reinforcement; however, it is unknown whether this revision surgery has been performed or not.